Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp exhibited bleeding at the access site. Manual pressure was held for 20 minutes which did not seem to slow the bleeding. Therefore, the impella cp was explanted. A contralateral femoral balloon tamponade was used in 5 minute increments to achieve hemostasis in response to bleeding during explantation.

Manufacturer narrative:
The cause of the bleeding was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.